Event description:
A (B) (6) male patient contacted lifecor customer support to report that the system is continuously alarming to "add gel or replace belt." Support asked if there was any blue gel released from the te pads, and he said there was not. Support asked if he removed the electrode belt from the monitor. He stated that he does every time he replaces the battery pack. Support explained to him that the electrode belt should never be removed from the monitor. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in the ECG a. The yellow and blue wires were broken off of the pads. This made the system think that gel was released and the belt was unusable. The wires were resoldered. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of these broken wires is unknown, but is likely due to strain placed on the electrode belt cable. The electrode belt broken wires were fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.